Manufacturer narrative:
Investigation results: the complaint of retraction failure could not be confirmed from the two representative 20g insyte autoguard units that were received in sealed unit packaging from lot #4004948. A functional test of the returned samples revealed that the needle fully retracted and no damage or defects were identified on the samples that would contribute to the reported issue. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: experiencing an issue with the bd insyte 20g bc catheter not retracting.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.